Event description:
It was reported that a on (B)(6) 2022, a 22mm amplatzer amulet was selected for an implant using a 14f amplatzer steerable delivery sheath. During the procedure, the connector between amulet device and 14f steerable sheath would not fully attach. The device ended up being deployed prematurely, completely detached as soon as the lobe was deployed. The device had to be snared from the left atrial appendage (laa) and explanted. The physician believed that the connector for the 12f device to the 14f sheath may have been faulty, it would not completely tighten onto the delivery system. No device was implanted. There was a significant clinical delay, however, the patient remain hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deployed prematurely during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.